Event description:
A reported incident involving an ext set, smallbore with clave, which was reported to leak from the clave connector when connected to a luer lock syringe during infusion. No concomitant medications or devices were involved. There was patient involvement; however, no delay in critical therapy, adverse event, or patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.